Event description:
A report was received that the patient had a pocket soreness. The patient underwent revision wherein the ipg was replaced per physician's preference. The patient was doing well following the procedure.